Event description:
It was reported that the pump touchscreen was cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.